Manufacturer narrative:
H3: product analysis found visually, the inner cutter tip was overextended past the distal end of the outer tube by 0.096 inches when returned. Under magnification, there were indentions in the outside diameter of the rotating hub. Functionally, the inner assembly spun freely by hand with no binding, but the middle assembly had binding while indexing and caused the tip to expand further past the outer tube. Console functional testing was not performed due to the aforementioned defect. H9: this report is being submitted as part of remediation activities associated with CAPA # 624392, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endoscopic sinus surgery, when the product was set and rotated, the tip of the blade was broken. No fragments/pieces detached from the broken blades and the broken parts were contained in the handpiece or in the outer shaft that prevented them from falling out and contacting the patient. The procedure was completed with the backup product. There was no known patient impact.